Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2013, addr01 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.